Event description:
It was reported that a home patient (hp) received a system error 2240 (air in line) alarm during dwell three of six on the homechoice (hc) during peritoneal dialysis (pd) therapy while connected to the hc device. There were two bags connected and there was only solution in the heater bag at the time of the alarm. It was unknown if there were any open clamps, if all of the bags were properly connected, or if there was anything unusual about the supplies. The patient had completed therapy using manual supplies. During troubleshooting, the technical service representative (tsr) reviewed the alarm. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted.